Manufacturer narrative:
Analysis of the provided files is still ongoing, results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2026, during a follow-up the programmer showed partial unresponsiveness. During regular interrogation smarttouch showed message to press button okay or similar. But could not be clicked. On the screen you could move the curser, click somewhere else but no change in windows or tabs or clicking any buttons was successful. Pressing p1&p2 worked but clicking "log out" did not work either. Last resort was to take out the battery and restart interrogation. After that no unexpected behaviour was noticed anymore.